Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The device and leads were removed. A permanent pacing lead was placed, attached to the extracted device and used as a temporary pacing platform until the system was replaced. The device and temporary lead were returned to the manufacturer. No further patient complications have been reported as a result of this event.